Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were trying to reset to a different program, but it would not let them increase. Caller stated they were trying to change to program 3. Caller stated the box had a check mark next to it and said 0.0v. During troubleshooting the patient was seeing the sync screen and poor communication, both were resolved with education. The caller was seeing program 3 at 0.0v and pressed the increase button. When the caller pressed the increase, they were seeing turn stim on button. Caller pressed the stim on button and they were able to increase the stimulation to 0.9v. Caller reported they were feeling tingling in their foot and penis. When asked if they knew the ins was off, they stated they did not know it was off and they did not turn it off. Patient stated they had tried program 1 at 1.8 v, program 2 and stimulation was always on, so they were confused how it was turned off. The patient was then asked if they were pressing the blue button and they said 'yes, so they probably did press the off button because nothing was working'. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to feeling stimulation in their foot was when the level was too high. When it was too high the foot stimulation was noticeable. They reported that constant accidents caused the change of the program from 1 to 2 and 3 to 4. The reported the steps taken to resolve the stim in the foot were a'ed the plan, then reduced stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked the circumstances that led to feeling stimulation in your foot the patient responded that they have multiple sclerosis. And when asked the actions taken to resolve stim in the foot the patient responded: rehab work, medicine, therapy and exercises, and that it was still ongoing. No further complications were reported or anticipated.